Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no telemetry with the ins. Environmental or medical procedure interference had not been ruled out. When they moved to a different area away from the nearby computer, they were able to establish communication with the ins.